Event description:
A customer reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to remove the o-ring from the pneumatic tap, clean the area with an alcohol wipe or lint-free cloth, and inspect the cartridge. Despite the original cartridge being intact, the customer opted to load a new cartridge, which was successfully loaded, allowing the customer to resume insulin therapy.